Event description:
On (B)(6) 2018, a reporter for the patient (the patient¿s husband) contacted lifescan (lfs) USA, alleging that the patient¿s onetouch ultra2 meter displayed inaccurate high results compared to another meter. The complaint was classified based on the customer service representative (csr) documentation and after listening to the call recording. The reporter stated that the alleged meter inaccuracy began on (B)(6) 2018 at 03:49 am. The patient obtained alleged high blood glucose reading of ¿232 mg/dl¿ on the subject meter, and ¿85 mg/dl¿ on an unspecified meter used by the ems (emergency medical services). The two tests were performed within an unknown time difference of each other. Meter to other meter comparisons do not reasonably suggest that a malfunction has occurred. There can be no presumption as to which meter¿s reading is erroneous as the comparison is not made to a calibrated reference method. The reporter stated to check the patient's blood glucose level with two sets of test strips. It was not clarified which strip lot number caused the alleged inaccurate high result (refer to (B)(4)). The patient manages her diabetes with insulin (lantus, 60 units in the morning) administered on a sliding scale. The reporter confirmed administering to the patient 10 unit of lantus, in response to the alleged high results. Thirty minutes after the alleged issue began, the reporter confirmed the patient developed symptoms of ¿sweating, being incoherent and could not communicate properly¿. The reporter contacted the ems and approximately 1 hour after the alleged symptoms began, the patient¿s blood glucose level was checked with the ems¿s meter, obtaining a reading of ¿27 mg/dl¿.the reporter confirmed to treat the patient with ¿half a cup of sugar, a glass of milk and a peanut butter sandwich¿ in response to the low ems¿s meter reading and the symptoms developed. The patient blood glucose level was then checked obtaining a reading of ¿85 mg/dl¿ with the ems¿s meter. During troubleshooting, the csr noted that the subject meter was set to the correct unit of measure and an approved sample site had been used to obtain the blood samples. The csr confirmed that the patient¿s test strips had been stored correctly, were within expiry date and the test strip vial was not cracked or broken. The patient was following the correct testing process. The patient did not have control solution to test the meter. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event after taking an increased dose of insulin based on alleged inaccurate high results obtained with the subject meter.

Manufacturer narrative:
The lay user/patients meter and test strips have been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. In addition, a device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. Lifescan also conducted an evaluation of the test strip lot and concluded that this lot did not breach the thresholds set for escalation and no systemic issue was observed. Analysis was not possible for the returned test strips due to unknown storage and handling preventing the allegation being physically investigated. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.